Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that troubleshooting was done with the controller; the batteries were taken out of both controllers, and re-paired to the implantable neurostimulators (ins). The rep stated that impedances were checked on both inss. They noted that electrodes 0-7 connected to the right-side stimulator were ¿out.¿ the rep stated that the issue was resolved, and the physician was made aware of the event. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient injured themselves 6 weeks prior to the report picking up their niece. It was clarified that the injury was not alleged to be related to or caused by the system. As a result of the injury, the patient stopped using their ins. The patient reported that the controller that goes with their epidural system appears to have "reset itself" and was showing "set up for implant." The caller tried to re-pair the devices and was unable to re-pair with the recharger plugged in. The caller attempted to repair once again and a normal charging screen appeared. It showed that the ins battery was red. The caller reset the controller by removing/replacing the battery pack and it showed that the ins battery was yellow. No symptoms or complications were reported.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID 9 7745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2018-12-10. It was reported the cause of the controller unpairing from the ins was not determined. No further complications were reported/anticipated.